Event description:
It was reported that the set screw was difficult to remove from the device header during a normal device replacement procedure. The set screw was eventually removed, however, the lead was unable to be removed from the header. The device was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty removing the lead from the header was confirmed. Analysis revealed there was blood accumulation in the connector port zones. The blood in these areas had a bonding affect between the inside of the connector port and the silicone lead body surfaces of the lead. This made the removal of the lead difficult. The setscrew had no effect on lead removal since it was untightened and removed by the physician and the lead still could not be removed. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant.